Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Device explanted. Later, healthcare professional reported right side deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side implant exchange with no complaint against the device. Device explanted. Later, healthcare professional reported right side deflation.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening striated on anterior side assessed as surgical damage. Additional observations: white particles on the surface of the shell. Wear abrasion observed. Crease fold observed. No further actions are required as the device was implanted."